Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported showing different error like air detected which was not reproduced. A review of the event history log identified an event of air-in-line. The reported condition was verified. The cause was determined to be the ultrasonic sensor being out of specification and failing calibration. The ultrasonic sensor was replaced adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air detected. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.